Event description:
Customer reported she experienced high blood glucose between 400 and 500 mg/dl. Customer stated she was receiving no delivery alarms; she stopped using the insulin pump and reverted to a backup plan. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer was instructed to program a normal bolus into the air; bolus was recorded into the history. The call dropped and the high pressure test could not be completed. She also reported that the insulin pump has a crack on the display. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.